Event description:
During a surgical procedure the gemini clip applier jammed and cut the vessel. No harm to the pt.

Manufacturer narrative:
The device was returned, decontaminated, and investigated. The handle of the device could not be actuated smoothly, possible reason causing the jammed. Component within the handle of the device is worn due to usage. The gemini clip applier was used beyond its useful life.